Event description:
It was reported that when assembling the cr attachment onto the impactor for the persona femur, the cr attachment broke in two. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d2; d9; g3; h2; h3; h6; h10. Visual examination of the returned product identified signs of repeated use (nicked/gouged) and the device was found to be fractured. Device was submitted for further analysis. The analysis identified the fracture was consistent with the device fractures which indicates overload failure or low cycle fatigue culminating in the overload failure. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to wear and tear of repeated use over time. The instrument has been in the field for over seven years. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.